Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. Prior to the procedure, there was no image displayed at first when the spyscope ds ii was connected to the spyds controller and then there were only three dots seen on the screen. It was reported that the problem happened at the very beginning. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.